Event description:
Pt went back to the surgeon since he had pain. The x-ray taken 4 years and a half post primary shows osteolysis. The surgeon reported that the center of the head has moved within the pe, therefore he believes that the osteolysis is related to pe debris. A revision surgery is planned, but not yet done.

Manufacturer narrative:
Document review: versafitcup cc liner - (B)(4)/ lot 071544. (26 liners produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. All the liners belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, there is no evidence that the event is device related. A revision surgery was planned, but not yet performed: medacta needs to inspect the explanted devices before giving a final eval. A follow up will come soon.